Event description:
Ous MDR - as during previous follow-up ((B)(6) 2012) the physician observed a decrease of impedance values, he decided to replace this device which he returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The performance of the lead fragments under complaint was scrutinized. The analysis of the lead demonstrated a damaged insulation. In particular at about 34 cm proximal to the lead tip, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.